Manufacturer narrative:
Product evaluation: the returned sample was contained in a plastic bag and the broken tip within a covered petri dish. Upon initial inspection, the outer tube would index within the hub with no issues; however, the inner cutter required force to turn, after which it spun with slight resistance. A scale was placed upon the edge of the shaft, where it was found to be bent slightly, which explains the friction when spinning by hand. When compared to assembly drawings the tip broke off where the cutting portion of the head began, measuring 0.220 inches in length and was deformed as if it was crushed or twisted. Under magnification, the break site was jagged and abnormal, indicating that it was forcefully removed from the shaft of the cutter assembly. There were also 3 distinct striations on the outer surface of the tip fragment which correspond to the placement of the teeth contained on the head of the outer tube, and are consistent with the application of excess force on the head of the blade while running in oscillation mode (striations did not reach from edge to edge of the fragment indicating a back and forth motion). The wall thickness at the break was 0.0105 inches on the tip side and 0.0100 in at the shaft side of the damage, both of which are within specification (0.0100 +0.005/-0.002") according to the design drawing. The instructions for use warn: "do not use excessive force to pry or push bone with the attachment, tool or blade during dissection."

Event description:
It was reported that during an endoscopic endonasal approach to skull base and paranasal sinuses, the tip of the blade broke off into the sinus cavity of the patient. There was a delay in surgery to retrieve the fragment; however, no additional procedures or equipment were required. A new blade was opened to continue the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.